Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issues.

Event description:
The MFR received info alleging a ventilator was alarming for low pressure and check circuit conditions. The device was not in pt use.